Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that the dental implant had to be removed during its installation surgery because it did not achieve the adequate primary stability. Moreover, the patient presented insufficient bone quantity/quality (bone type IV).